Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, drawings, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance micro ¿ 14 ultra low-profile pta balloon catheter was returned for investigation. The catheter was returned in four sections. Two of the four sections were outer shaft tubing that measured 17.6cm and 21.4cm in length. The balloon contains what appears to be bio-hazard material. The hub/strain relief are intact. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance micro ¿ 14 ultra low-profile pta balloon catheter was used in a peripheral intervention procedure. It was reported that, the balloon shaft broke when removing it over the wire. No additional information was provided. According to the initial reporter, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.